Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation of lap chole diagnostic procedure the camera head had appears streaky image then there is no image. The procedure was completed using the similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the legal manufacturer's final investigation. Correction: added h6 problem code a090208 poor quality image a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable. Based on the results of the investigation, it is likely the malfunction reported by the customer was due to a faulty charged coupled device and cut on cable was due to component failure. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation of lap chole diagnostic procedure the camera head had appears streaky image then there is no image. The procedure was completed using the similar device. There were no reports of patient harm.